Event description:
It was reported the patient had discomfort at the ipg site due to the location of the ipg. Follow up identified the physician repositioned the ipg. It was reported the surgical intervention resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.